Event description:
Patient reported right side "rupture" and "there is likely gel bleed in the right internal mammary node" via MRI report. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "rupture" and "there is likely gel bleed in the right internal mammary node" via MRI report. Patient additionally reported "rheumatoid arthritis which not device related. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d6b, g2, h6.

Event description:
Device has been explanted.

Event description:
Patient reported right side "rupture" and "there is likely gel bleed in the right internal mammary node" via MRI report. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lymphadeopathy

Event description:
Patient reported right side "rupture" and "there is likely gel bleed in the right internal mammary node" via MRI report. Patient additionally reported "rheumatoid arthritis which not device related. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13dec2023.